Manufacturer narrative:
(B)(4). This lot was manufactured from june 4, 2014 to june 5, 2014. Evaluation summary: visual inspection of the returned device noted fluid within the over pouch due to the blue winged luer cap being untightened. The blue winged luer cap was hand tightened, and a functional test was performed in which the device was filled with water and observed for leaks until the following day. No signs of leakage were observed during this test. A defective product was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location into the dispenser pouch. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.